Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger wr9200 (serial #(B)(6)) revealed that the recharger was unresponsive. The led's scroll co ntinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger for a deep brain stimulation implantable pulse generator (ipg) showed scrolling green battery lights for days while sitting in the dock, which prevented the recharger from accepting a charge and made it impossible to attempt a hard reset. The individual had a second recharger available and used it to charge the implantable neurostimulator in the meantime. A flashing orange light was observed on the second recharger, but this was resolved after turning the recharger off, placing it on the dock, and turning it back on. The faulty recharger was returned for analysis, and a fedex shipping label was provided. No patient complications have been reported as a result of this event.